Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported image issue, although it is a possible sporadic failure. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the probable causes: damage to the ccd unit, sliding error of movable l-range that occurred in the zoom scope, image occurred within the allowable range, damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual: inspection of the endoscopic system. Operation manual: important information ¿ please read before use: warnings and cautions. During the device evaluation, service observed scope error e204 on the screen. There was a pinhole on switch 1. There was a pinhole in the rubber. There was a buckle near the boot of the insertion tube. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while preparing the subject device for use in the gi lab, the image was distorted. There was no patient or user injury reported due to the event. Further details were not provided. The device was returned to an olympus service center for evaluation.